Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 21, 2020.

Manufacturer narrative:
The device was explanted on (B)(6) 2020. IV and oral antibiotics were administered for the infection. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on october 19, 2020.

Manufacturer narrative:
This report is submitted on september 22, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the implant being exposed and extruding. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.